Event description:
Unnecessary invasive diagnostics were performed on one patient after generating falsely elevated architect ca19-9xr results. The customer provided the following results: (B)(6) 2012: 551.09 u/ml; (B)(6) 2012: 593.99 u/ml; (B)(6) 2012: 518.73 u/ml. Based on the elevated architect ca19-9xr results, additional testing was performed on the patient. The results from the additional testing do not align with the high ca19-9 results, as follows: (B)(6) 2012: ultrasound of the upper abdomen was performed. Results were normal. (B)(6) 2012: lower digestive system endoscopy, including IV administration, was performed. Results: negative for pathological findings except mild colitits. Hemorrhoids of external hemorrhoidal ring noted. (B)(6) 2012: upper and lower abdomen and retroperitoneal space MRI was performed. Results: no abnormalities detected after the accessories examination. (B)(6) 2012: upper digestive system endoscopy, including IV administration, was performed. Result: gastritis, mild dodecadactylitis, further investigation was suggested. (B)(6) 2012: cmv igg and cmv-igm testing was performed. Cmv igg generated a flagged result and no retesting data was provided. Cmv igm was non-reactive. (B)(6) 2012: testing was performed for ca19-9 by another method (method not provided). The result met acceptance criteria of that method. Ebv igg results were positive. Ebv igm results were negative. Antimitochondrial antibody igg results were negative. Large intestine and stomach biopsies were performed. No date was provided for this test. Results: large intestine biopsy: mild colitis. Indications of malignant neoplasm were not observed. Stomach biopsy: mild to medium gastritis, stomach hyperplastic polyp noted. H. Pylori was negative. Indications of malignant neoplasm were not observed. No adverse impact, due to these tests being performed, was reported for the patient.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 12114m500; testing met the acceptance criteria and determined the reagent is performing acceptably. Heterophilic blocking tube (hbt) testing was completed, the results indicate the presence heterophilic antibodies. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent list number 02k91, lot number 12114m500, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). Unnecessary invasive diagnostics performed. An evaluation is in-process.